Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittently oversensing t-wave following pvs was noted. An atrial pace and r-wave blanking was revealed. No programming changes were recommended due to unlikely cause of inappropriate therapy.

Event description:
New information received indicated that episodes of non-sustained right ventricular oversensing due to oversensing of possible competitive ectopy were observed via remote transmission. Programming changes were made.